Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure: posterior lumbar interbody fusion it was reported that during surgery, tip of the driver was broken during final tightening. The broken part remained in the set screw and it was impossible to be removed so the surgeon replaced the set screw. No fragments remained inside the patient. No patient complications were reported as a result of the event.